Event description:
Hcp reported pump failure following abdominal surgery volume discrepancy. Follow up with hcp revealed patient had emergency surgery for gangrene of the gall bladder. Pump malfunction was initially blamed for patient's symptoms. Surgery for gall bladder done and patient not seen during early post operative period. Patient returned for regular refill complaining of return of back pain and feeling rotten. Access of pump found 15 cc in the reservoir. Pump study done-had been refilled day before study and no volume discrepancy noted. Pump study showed proper function of the pump. Pump replaced and patient is doing well but dose titration continues.